Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the diagonal branch of a bifurcation with anterior descending artery. After the device was removed, it was noted that the stent was damaged presenting the hubs kneaded and loose in the distal segment.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03674. It was reported that removal difficulties were encountered and stent damage occurred. The 80% stenosed target lesion was located in the middle 1/3 of the first diagonal branch. A 0.014 guidewire was positioned and a 2.50 x 20 synergy¿ drug-eluting stent was advanced but resistance was encountered . During removal, significant resistance was encountered and it was noted that and there was "loss of integrity" but was not dislodged. Subsequently, pre-dilation was performed and a 2.25 x 20 synergy¿ drug-eluting stent was attempted to advance but failed to cross the lesion. After withdrawal, a "loss of integrity" was noted. The procedure was not completed. No patient complications were reported and the patient's status was stable.